Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2018 with the following findings: the pump was unable to power on due to moisture damage. A visual inspection of the pump showed there was moisture behind the display lens. The display lens was found to be cracked across the display screen. The battery compartment was found to be cracked causing a leak. Moisture damage was observed to internal components when the pump was opened. The complaint of a blank display was not able to be adequately tested due to moisture damage to the pump.